Manufacturer narrative:
Unit received with frozen display and vibrating, problem isolated to pcb2 board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to frozen display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No damaged belt clip rails noted. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the there was no physical damaged to the retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.